Event description:
Ground prong missing from the ac power cord.

Manufacturer narrative:
The hill-rom service technician found the ground prong missing from the ac power cord. The cord was replaced to repair the bed.